Event description:
It was reported that the ilet user consumed carbohydrates, including ice cream, without announcing a meal, which resulted in blood glucose rising to a documented peak of 343 mg/dl before the system corrected on its own. Symptoms included hyperglycemia and dry mouth. Outcomes included no lasting health consequences or impact. Investigation included communication with the participant and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.